Manufacturer narrative:
Used (B)(6) 2018 as event date since the correct date was not provided.

Event description:
It was reported difficulty removal and shaft breakage occurred. The target lesion was located in a calcified artery. An unknown promus premier drug-eluting stent was advanced for treatment. During procedure, resistance between promus premier stent and unknown 6f guide catheter was encountered upon stent bifurcation and kissing balloon. Subsequently, shaft breakage was further noted. The promus premier stent was then replaced with a non bsc stent and was fine.